Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. After several attempts to reposition the ra lead, it was replaced and explanted. This lead is to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than some slight induced damage which occurred at the implant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
To date, this right atrial (ra) lead has not been received by boston scientific. Upon receipt, this ra lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.